Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported having a low event and going to the hospital. Patient's continuous glucose monitor (cgm) was not reading at the time of the reported event due to a sensor that had just failed. Patient was feeling sick when she was found by her sister. Patient's sister called for an ambulance. Patient was taken to the hospital. Emergency medical technician's (emt) performed a finger stick and reported blood glucose (bg) was 62mg/dl. Patient reported that she was given juice at the hospital to bring her bg back up. Patient was feeling better after a few hours and released from the hospital. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).